Event description:
The customer called lfs in 2002 to report the customer's ot profile meter was reading inaccurately high as documented by ccr. The customer took the customer's pre-breakfast reading at around 8:00 am and obtained a reading of 500 mg/dl. The customer stated they felt panicked and had a headache. The customer took their set amount of 23 units of n and 2 units of r. Because the reading was over 200 mg/dl the customer took an extra 2 units of r, as prescribed by the customer's doctor. The customer then ate breakfast. At 11:30 am the customer tested their blood and obtained a reading of 34 mg/dl. The customer felt very weak and limp. The customer called their doctor who told them to eat "glucose gel" and drink a can of soda. The customer did this and started to feel better. The customer retested before bed and obtained a reading of 152 mg/dl. Customer has already received a replacement meter and is comfortable with it.